Event description:
It was reported in a printed literature article that the patient experienced an asymptomatic common femoral artery occlusion on the same side as the angio-seal was deployed. This was discovered the following week when intervention was carried out to treat the contralateral side. A complete occlusion was reported but no treatment was carried out as the patient was asymptomatic, and there was established collateral formation. The implant and incident dates are between 2005-2006. Literature article from the cardiovasc. Intervent radiol. (2007) 30, 182-187).

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.